Event description:
Initial report was that the patient was scheduled for low battery generator replacement. Prior to surgery, the tc interrogated the device and high impedance was observed. High impedance was observed on the initial generator as well as the replacement generator. Due to this, the lead was explanted as well and replaced. During lead explant, it was noted that the lead was frayed. Prior to the replacement surgery, the patient was hit by a car seat that resulted in the generator feeling more mobile as well as the generator site developing black and blue bruises. Further information was received that the physician first observed the high impedance in (B)(6) 2018. The explanted lead and generator were received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Lead product analysis was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. No obvious anomalies were noted. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
Corrected data, initial report: completed generator product analysis inadvertently excluded, lead product analysis has not been completed to date.

Event description:
Generator product analysis was completed. The generator was returned due to end of service low battery. The product analysis lab did not confirm that the generator was at end of service condition. There were no performance of any other type of adverse events found with the pulse generator.